Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. Pre-dilation was performed with a 2.5x12mm balloon, then the 3x33mm xience alpine stent was implanted at the target lesion, followed by post dilatation with a 3x12mm non-compliant balloon. However, a proximal edge dissection was noted; therefore, a 3.5x15mm xience alpine stent was implanted to treat the dissection. There was no adverse patient sequela. No additional information was provided.